Event description:
The customer contact reported torn tubing; subsequently leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver taxol. At an unspecified time, the tubing was clamped off by using the fork clamp on the back of the cair clamp. After an unspecified length of time in use, the tubing was removed from the fork clamp and a tear in the tubing was noted. An unspecified volume of solution leaked onto the floor. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was removed and the therapy was not resumed. There were no reported adverse pt effects. Though requested, no additional info. Was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.